Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (15 mg/ml at 11.6 mg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there were no electromagnetic/magnetic sources present. The pump logs indicated a motor stall occurred and a stopped pump period may exceed tube set message had logged. Multiple motor stalls and recoveries were seen in the logs. The stalls varied in time and duration and had started occurring last weekend on (B)(6) 2018. No patient symptoms were reported. The pump was programmed to minimum rate mode. Per the hcp, the patient no longer wanted to deal with the alarms. The pump off passcode was given to the hcp to permanently turn off the pump. No further complications have been reported as a result of this event.